Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature labour ('pre-term labor'), premature delivery ('premature delivery'), subchorionic haematoma ('hematoma growing along side fetus'), pregnancy with contraceptive device ('pregnancy with essure / high risk due to essure device') and amniotic fluid volume decreased ('low fluids') in a (B)(6) female patient who had essure (ess205) (batch no. L2138-not valid) inserted. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 3 and miscarriage. Concurrent conditions included hypertension since 1994, anemia since 1988 and diabetes since 1988. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced premature labour (seriousness criteria medically significant and intervention required) and subchorionic haematoma (seriousness criterion medically significant), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have amniotic fluid volume decreased (seriousness criterion medically significant). On (B)(6) 2006, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), 7 months 18 days after insertion of essure (ess205). On (B)(6) 2006, the pregnancy with contraceptive device had resolved. At the time of the report, the premature labour, premature delivery, subchorionic haematoma and amniotic fluid volume decreased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered amniotic fluid volume decreased, pregnancy with contraceptive device, premature delivery, premature labour and subchorionic haematoma to be related to essure (ess205). The reporter commented: patient experienced another two pregnancy episodes on 2009 and on (B)(6) 2017 which are captured under: (B)(4). Pregnancy outcome "baby born alive at 23 weeks but expired within 2 hours". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: unilateral occlusion (left tube occluded), perforation (other) please describe: failure to occlude the right fallopian tube with a normal contour through the right fallopian tube and spillage of the contrast medium. The essure prosthesis is located in the pelvis in a somewhat curved position out of the anatomic structure of the right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant amendment correction- device category changed from device other event to incident. No new follow-up information was received from the reporter. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.